Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink 8.0 x 20. Heparin. Embolic protection: rx accunet. Myocardial infarction and angina may occur during this type of procedure and are listed in the instructions for use as potential adverse events associated with the use of the product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that during a right internal carotid artery stenting procedure with two rx acculink stents on (B)(6) 2011, the patient experienced a small non-st elevation myocardial infarction with chest pain which was treated with sublingual nitroglycerin. The patient underwent a coronary catheterization with placement of a xience v 2.75 x 15 stent on (B)(6) 2011. The patient's condition resolved and the patient was discharged home on (B)(6) 2011. Though requested, there was no additional information provided.